Event description:
It was reported that during placement of a twinfix screw, the blue portion was near the bone; it seemed like something snapped/broke inside the screw according to the surgeon. The surgeon couldn't insert nor extract the screw any longer. The blue portion of the screw was turning, but the screw did not advance in the bone. He had to break the cortex of the bone to extract the screw. In doing so, he also broke the blue portion of the screw.

Manufacturer narrative:
Investigation in progress but not yet complete.